Manufacturer narrative:
A review of tickets was performed for alinity I ca19-9xr reagent lot number 09521fp00. The ticket search determined that there is normal complaint activity for the likely cause lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. The accuracy testing was performed using an internal panel which was tested with a retained kit of the likely cause reagent lot. Acceptance criteria were met, indicating acceptable product performance. Further investigation of the customer issue included a review of the complaint text, review of product historical data, device history record review and a review of labeling. No discrepant results were obtained. A review of the manufacturing documentation did not identify any issues associated with the customer's observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for the alinity I ca19-9xr reagent, lot 09521fp00.

Event description:
The customer observed falsely elevated alinity I ca 19-9xr results on one patient. The results were provided: on (B)(6) 2020, initial ca19-9 result=47.2 u/ml / repeated=2.5 u/ml and 3.1 u/ml/previous history in 2018 =2.0 u/ml.